Event description:
An altitude alarm was declared by the pump, resulting in the customer's blood glucose level reaching 525 mg/dl, which exceeded 500 mg/dl. The customer addressed the high blood glucose level with a correction injection via multiple daily injections and did not require assistance from a third party. Reportedly, customer reverted to manual injections for insulin therapy.